Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubble in the luer lock. The customers blood glucose (bg) level was (357 mg/dl) the customer took a bolus to stabilize bg level. The customer was able to prime out air bubbles prior to contacting tandem technical support (cts). However, bg's were still elevated. During the call with (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer is pregnant and is in contact with endocrinologist to discuss factors that may affect bg level.